Event description:
Burette chamber cracked in nurse's hand while checking amount of IV fluid in chamber. Buretrol was not squeezed; only bag of ivf squeezed.======================health professional's impression============================================